Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the guide wire lumen and on the distal shaft and contrast in the inflation lumen, which is consistent with preparation and the catheter advanced into the patient anatomy. The balloon was loosely folded. A non-abbott introducer sheath was returned on the distal end of the shaft. The distal edge of the sheath was on the distal balloon shoulder. After pushing the balloon out of the introducer sheath distally, the balloon was wrinkled and twisted in the middle. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The deflation times were measured and met manufacturing criteria. The balloon deflated in a tri-fold every time. The inner diameter of the introducer sheath was measured with a pin gauge. When received, the balloon could not be pulled proximally from the introducer sheath, confirming the reported information. During dimensional testing, the balloon deflated in a tri-fold and was pulled out of the introducer sheath without any resistance noted. It is possible the balloon was not completely deflated prior to the attempt to remove the catheter, resulting in the balloon interacting with the introducer sheath and contributing to the balloon bunching and twisting. However, as return analysis was unable to confirm the reported difficulties deflating the balloon, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported deflation issues could not be determined; however, the reported difficulty removing the catheter and balloon refold issues appear to be related to the operational context of the procedure. The catheters are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation.

Event description:
It was reported that the procedure was to treat the ostial of the renal artery. The voyager nc was inflated at 14 atmospheres for 71 seconds. When deflating, the balloon appeared to be coming down slow. Once it was deflated, the catheter was retracted, but the balloon would not go into the non-abbott 6f sheath. The catheter was removed from the patient along with the sheath. Once removed, it was noted that the balloon was deflated, but had an inadequate rewrap. There was no adverse patient effect and the patient outcome was good. No additional information was provided.